Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump was warm to the touch "when cartridge alarm went off". There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump.